Event description:
During lcs primary knee procedure; surgeon decided to implant a patella. Patella prepared; product opened; but both poly components were not rotating correctly on the metal bearing. Lot number 902931 was implanted. Surgery was extended 10 mins.